Event description:
On (B)(6) 2017, a reporter for the lay-user/patient contacted lifescan (lfs) USA, alleging that the patient¿s unspecified onetouch meter read inaccurately high compared to another device (hospital meter). The complaint was classified based on the customer service representative (csr) documentation since the reporter could not be contacted for further information. It was not reported when the alleged meter inaccuracy began. The reporter informed the csr that the patient manages their diabetes with insulin (self-adjuster). The reporter claimed that at an unspecified date and time, the patient took insulin based on an alleged inaccurate high reading obtained with the lfs device and later suffered a ¿seizure." The reporter claimed the patient was taken to the hospital for treatment where they obtained a blood glucose result with the subject meter that read ¿100 points¿ higher compared to the hospital device. Lifescan cannot confirm any inaccuracy from the data provided. The exact results were not provided and the time difference between the tests is unknown. It was not reported what medical treatment was received. Replacement products were unable to be sent to the patient as contact details were not provided. This complaint is being reported because the patient reportedly developed a sign/symptom suggestive of a serious injury adverse event after administering insulin based on an alleged inaccurate high result obtained with the subject meter. The subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
On 09/29/2017, additional information was obtained from the reporter. The reporter confirmed the meter involved in the complaint was the onetouch verio iq meter (serial number not reported). The reporter clarified that on (B)(6) 2017 at about 9:00 pm the patient took insulin based on an alleged inaccurate high reading obtained with the subject meter. The reporter clarified that the patient had a seizure the following morning on (B)(6) 2017 at around 6:00 am. The reporter clarified the patient was treated with IV glucose at the hospital at about 1:00 pm. Troubleshooting revealed the patient was testing with test strips that had been stored correctly, were not expired or past their discard date.